Manufacturer narrative:
Results evaluation codes (other): smiths medical international's investigation of this complaint was limited as no sample was available for following sources of info: the product instruction for use leaflet. The complaint incident report form. Compliant history for this product. A review of our complaints history confirmed this to be the first complaint for the lot involved. There have been complaints for cuff deflation in use on this product code, there are historical and do not indicate a systematic failure during MFR, especial when compared against annual sales. It was stated that these units were tested prior to use and only became deflated after 8 days the first device, 4 hours on the second device and after 1 hour on the third device; as such this incident is unlikely the result of assembly fault. We feel the most likely cause for this incident is that the cuff became punctured on the pt's amatomy following inflation, probably on the tracheal cartilage. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff of the pts anatomy can be experienced. This report has been logged for trending.